Event description:
The customer reported the device frequently displayed error 00020 system failure, cycle power message.

Manufacturer narrative:
(B)(4): the customer reported the device frequently displayed error 00020 system failure, cycle power message. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.